Manufacturer narrative:
The button error alarm and intermittent act and down button response was due to corroded keypad traces on the insulin pump. The device was received with cracked reservoir tube lip and cracked battery tube threads. The device was received without the original pump belt clip. There was no damage on the pump belt clip slot noted. (B)(4).

Event description:
The customer reported via phone call of a button error on their insulin pump. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The device is being returned and replaced.